Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.